Manufacturer narrative:
Additional information for h11: post-implant balloon aortic valvuloplasty (post-bav) performed after deployment of the valve is inte nded to improve valve function and sealing. However, this mitigating measure has the potential to lead to valve dislodgment, and/or unplanned surgery/intervention, like conversion to surgery (explant/replacement) or implanting a transcatheter valve within the ini tial valve (tav-in-tav). In this particular case, the post-bav was successfully performed with no adverse consequences. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34; product lot/serial number: unknown; product type: heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve load was checked under fluoroscopy and a misload was noted (inflow crown overlap to node 4). The valve was used for implant and following deployment in the native aortic valve annulus, an infold occurred with subsequent inadequate expansion of the valve frame. It is unknown if any interventional actions or patient complications occurred as a result of this event. Customer comment: a presumed general problem could be that the presumed proliferation of the skirt material (more flap material to avoid pvl's pro plus) with the same insheath size could lead to increased infolds and misloadings.

Event description:
It was reported that the valve load was checked under fluoroscopy and a misload was noted (inflow crown overlap to node 4). The valve was used for implant and following deployment in the native aortic valve annulus, an infold occurred with subsequent inadequate expansion of the valve frame. It is unknown if any interventional actions or patient complications occurred as a result of this event. Additional information was received indicating that the misload was not due to an inexperienced valve loader. Additionally, the patient did not experience any adverse effects as a result of the infold and inadequate frame expansion. And it was confirmed that a post-implant balloon dilation was performed with a 26 mm non-medtronic simvalve semi-compliant balloon to resolve both frame anomalies. Additional information was received that according to the physician, the patient's little native annulus and symmetrically distributed valve calcium contributed to the infold. Additionally, a little procedural delay occurred as a result of the infold and subsequent inadequate frame expansion.

Manufacturer narrative:
Corrected information: section h6 - ime/annex e code (changed e2401 to e2403) and imf/annex f code (changed f24 to f26). Additional information: section b5 - third paragraph. Section h6 - imf/annex code (added f05). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: section b5 - removed second paragraph as it was inadvertently included in the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve load was checked under fluoroscopy and a misload was noted (inflow crown overlap to node 4). The valve was used for implant and following deployment in the native aortic valve annulus, an infold occurred with subsequent inadequate expansion of the valve frame. It is unknown if any interventional actions or patient complications occurred as a result of this event.

Manufacturer narrative:
Image review: eight cine images and seven images of the patients 3mensio report were provided for review. Fluoroscopy valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misloaded valve was attempted to be implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence shows the infolded valve was deployed and the infold was present at full release. Evidence shows a balloon angioplasty was performed and the valve was fully expanded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the valve load was checked under fluoroscopy and a misload was noted (inflow crown overlap to node 4). The valve was used for implant and following deployment in the native aortic valve annulus, an infold occurred with subsequent inadequate expansion of the valve frame. It is unknown if any interventional actions or patient complications occurred as a result of this event. Additional information was received indicating that the misload was not due to an inexperienced valve loader. Additionally, the patient did not experience any adverse effects as a result of the infold and inadequate frame expansion. And it was confirmed that a post-implant balloon dilation was performed with a 26 mm non-medtronic simvalve semi-compliant balloon to resolve both frame anomalies.